Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion.

Event description:
It was reported that the customer was not seeing drops of insulin as expected. During troubleshooting with tandem technical support the customer verify that the luer lock is connected straight with a tight connection. Customer disconnected the luer lock and reconnected it. Customer stated that once she resumed insulin, the drops were coming as normal. There was no impact to customer's blood glucose level.